Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report received via email on 15-jun-2020, there was a complaint regarding a bioglue application. The report stated, "the false aneurysm was observed after first operation. No further information such as applied site, condition of applied tissue etc. Could not be obtained. Then, the bioglue was used for re-operation but the false aneurysm was observed again after 2nd operation."

Manufacturer narrative:
A clinical/medical review was performed of the available information. According to the initial report, there was a complaint regarding a bioglue application. The report stated, "the false aneurysm was observed after first operation. No further information such as applied site, condition of applied tissue etc. Could not be obtained. Then, the bioglue was used for re-operation but the false aneurysm was observed again after 2nd operation." The report stated, "cmi sales rep tried to obtain further information but he could not."; therefore, no further information is forthcoming. The following information was not provided and is unknown: the amount of bioglue applied, the site where bioglue was applied, what procedure it was used for, the condition of the native tissue, or if any other products were used during the initial procedure. Per kitamura et al, pseudoaneurysm formation ¿is not a rare late complication late after repair of acute aortic dissection (mohammadi, s et al). The underlying mechanism of pseudoaneurysm formation is considered to be associated with tissue cutting due to the fragility of the dissected aortic wall at the anastomosis and from the chemical reaction to the aldehyde contained in the glue material (bingley, ja et al).¿ perhaps the native tissue was too damaged to be repaired and an aortic replacement with a synthetic graft should have been considered. Furthermore, while surgical glue is helpful in surgery for acute type a aortic dissection, it may also cause late pseudoaneurysm formation or valve deterioration when not used properly (kitamura et al). Dr. Fehrenbacher et al. Performed a retrospective review of 92 consecutive patients who underwent complex operation in which bioglue was used. Postoperative pseudoaneurysm formation occurred in 3.3% of the patients (fehrenbacher 2006). Weiner et al. Presented at 15th world congress of heart disease in vancouver, canada in july 2010 they identified 97consecutive patients in whom bioglue was used to reinforce thoracic aortic suture lines. During follow-up 2 patients were identified as having a pseudoaneurysm, the control group, without bioglue use, had similar incidences of pseudoaneurysm formation (weiner 2010). Ma et al. Reviewed 233 patients with a mean follow-up time of 2.4 years post-operation; a pseudoaneurysm was detected in only 1 patient (0.6%). The authors concluded, ¿the use of bioglue in thoracic aortic surgery was not associated with excess incidence of anastomotic pseudoaneurysm formation following surgical repair of thoracic aortic disease.¿ (ma 2017) there is insufficient information to determine if there is an association between the use of bioglue and the pseudoanuerysms formed in the procedures. Pseudoaneurysm formation is a known complication in standard surgical repair of aortic dissections. The condition of the native aortic tissue at the time of initial surgery is unknown in this case. Pre-existing conditions such as aortic medial necrosis or other intrinsic aortic disease may have contributed to further complications. No further action required at this time. Risk performed a review of the available information. There is insufficient information to determine if there is an association between the use of bioglue and the pseudoaneurysms formed in the procedures. Pseudoaneurysm formation is a known complication in standard surgical repair of aortic dissections. The condition of the native aortic medical necrosis or other intrinsic aortic disease may have contributed to further complications. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report received via email on 15-jun-2020, there was a complaint regarding a bioglue application. The report stated, "the false aneurysm was observed after first operation. No further information such as applied site, condition of applied tissue etc. Could not be obtained. Then, the bioglue was used for re-operation but the false aneurysm was observed again after 2nd operation."